Event description:
It was reported that a fluid infiltration event occurred with a child while delivering IV fluids in the emergency dept. The child reported or experienced significant swelling of the hand and discoloration of the thumb. The customer expressed concern that the pump did not provide a distal occlusion alarm.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and a downstream occlusion test was performed per the sigma preventive maintenance procedure with the unit passing. Review of the device history logs shows that the last infusion segment included 7 occurrences where the pump alarmed for a downstream occlusion, which, in the absence of a detectable occlusion, could indicate the occurrence of infiltration. The spectrum operators manual states "the pump was not designed nor is intended to detect infiltrations or extravasations."